Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized and treated with vancomycin injection (500mg, every 72 hourly, intraperitoneal, ongoing) for peritonitis. The patient was not retrained on the proper aseptic technique. It was further reported that the patient passed away in the hospital. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported that patient was recovering from the peritonitis. Pd therapy was ongoing prior to and at the time of death. No additional information is available.